Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that alleges that the endotracheal tube was replaced as the tube had become "dented" by the pt's back molar and the clinician feared the airway was not patent. The endotracheal tube was removed and replaced.